Event description:
It was reported that the customer's insulin pump alarmed and the piston was not touching the bottom of the reservoir. The blood glucose reading was 12.0mmol. The customer also mentioned that insulin squirted out during the manual prime process, and the device was stuck in the prime loop. The customer went through the same process twice and had the same results. Troubleshooting was performed, and the drive support cap was sticking out. Advised t he caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display widow corners were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.